Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600 mg/dl. The customer treated with syringes. The customer was hospitalized for diabetic ketoacidosis. The customer also mentioned blood glucose of 410 mg/dl. The customer stated that the pump alarmed no delivery. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.